Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had motor error previously and re enter settings before after battery changed. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had diminished battery life from when first received the insulin pump, insulin would shoot from infusion set at times instead of slow drip and unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected low battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.